Manufacturer narrative:
Results: inherent risk of procedure (endoleak). (Cause of the distal type I endoleak is unknown). Conclusion: (cause of the distal type I endoleak is unknown).

Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a 5.4 cm in diameter thoracic aneurysm. The thoracic proximal neck diameter was 31 mm in diameter and the distal diameter was 36 mm. It was reported that there was a distal type I endoleak that was treated and resolved. The physician will monitor the patient. No additional clinical sequelae were reported.